Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2022 by arthroscopy, sports medicine, and rehabilitation titled "comparable rates of secondary surgery between anterior cruciate ligament repair with suture tape augmentation and anterior cruciate ligament reconstruction." The study reviewed one hundred thirty-four (134) patients who underwent knee procedures using arthrex swivelock to treat acl/pcl instability. Twenty-two (22) patients had a ipsilateral re-rupture during the sixty (60) month follow-up period. Ref: hopper, g. P., et al. (2022). "Comparable rates of secondary surgery between anterior cruciate ligament repair with suture tape augmentation and anterior cruciate ligament reconstruction." J exp orthop 9(1): 115.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.